Manufacturer narrative:
The device was not returned and therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graduation marks of two (2) oral syringes started to fade after the syringes were rinsed with clear water. This was identified after use. There was no patient injury or medical intervention associated with this event. No additional information is available.